Manufacturer narrative:
Device was not returned for evaluation. A review of the device history record could not be conducted as the lot number is unknown. A trend analysis was conducted. No emerging trends were found requiring further actions. Without the returned of the device we are unable to confirm the reported issue or identify the root cause. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. Should more information and/or the sample be provided at a later time, this complaint will be reopened and device evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned.

Manufacturer narrative:
The mmsi final tightener ¿ x25 driver (product code: 2797-12-600, lot number: gm4016504) was returned to the complaints handling unit (chu) for evaluation. Visual examination of the returned mmsi final tightener ¿ x25 driver (product code: 2797-12-600, lot number: gm4016504) revealed that the tightener has become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the x25 final tightener becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
One mountaineer screwdriver was loading screws crooked (shaft bent) and the other was getting stuck in the screw (worn). Expedium torques were starting to strip from typical use. Completed with same / like product.